Event description:
It was reported that a foreign material was found attached to the device. The 30% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 3.5-5.5 190cm filterwire ez was selected for carotid artery stenting (cas) case. However, when the device was removed after the procedure, a fibrous substance was found attached to the outside of the filter. It was not thought to be an object associated with device damage. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire was returned inside the retrieval sheath, and the filter bag came back in undeployed state. Also, the delivery sheath was returned. The sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. The spring tip was bent. No foreign materials were found in the device, which are not related to traces of blood, a product of the procedure. Based on analysis of the returned product, the reported allegations could not be confirmed due to lack of evidence.

Event description:
It was reported that a foreign material was found attached to the device. The 30% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 3.5-5.5 190cm filterwire ez was selected for carotid artery stenting (cas) case. However, when the device was removed after the procedure, a fibrous substance was found attached to the outside of the filter. It was not thought to be an object associated with device damage. The procedure was completed using this device. No patient complications were reported.